Event description:
Medtronic received a report that the first pipeline was successful and wall opposition was achieved. However, the neck wasn't fully covered and a second pipeline was implanted. There was no impact to the patient. The incomplete neck coverage was said to have been caused by an incorrect sizing use error. Corelab image reported braid change of 25-50% distal fish-mouthing at the index procedure. The pipelines were successfully implanted in subject. Side branches were not covered by pipeline device. Neck coverage and wall apposition were reported as achieved. Additional information was received that the target aneurysm remained patent and unchanged at 2 year follow up with no symptoms and it was retreated. The patient's year 2 mra imaging on (B)(6) 2023 showed raymond roy class 3, which was worsened from raymond roy class 1 per 180d dsa/mr/mra on (B)(6) 2022. Retreatment was performed on (B)(6) 2023 due to the residual aneurysm. A flow diverter other than pipeline was used, and the patient was discharged on (B)(6) 2023. The retreatment did not result in new or worsening of existing neurological deficits. The retreatment procedure was causally related to the disease under study. The site assessed it as possibly related to the antiplatelet medication (dapt) and probably related to the study device and procedure, and not related to the study ancillary device. The sponsor assessed the event as causally related to device vantage (two device placed at index procedure) and not related to the index procedure, ancillary device, or dapt. The aneurysm retreatment was said to have recovered/resolved on (B)(6) 2026. The patient was being treated for an saccular, sidewall aneurysm located in the c7 segment of the left ica. The aneurysm max diameter was 10.4mm, the dome height was 10.4mm, the dome width was 8.5mm, and the neck size was 5.7mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.